Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause, resolution, and product return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unspecified reason. No additional adverse patient effects were reported. Product return was requested.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unspecified reason. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that this pacemaker was explanted and replaced with no known allegations during the same procedure as the surgical revision for right ventricular (rv) lead fracture. No adverse patient effects were reported. This pacemaker was not returned for analysis.

Manufacturer narrative:
Correction to h6: device codes updated to a24 and impact code updated to f26 due to no known allegations and elective explant.